Manufacturer narrative:
D10 concomitant devices: (B)(6), 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6), 02-012-41-5040 - logic tibia traptray cem sz 5f/4t. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6), 200-02-38 - three peg patella 38mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported that approximately 132 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wearpain and effect on his quality of life and function, polyethylene wear, significant osteolytic damage, and loss of bone. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.